Manufacturer narrative:
One mz1000 sample was received without packaging for investigation; no residual fluid was present in the connector. The customer reported that the affected sample was from lot 24095016 and that they "couldn't flush through the connector." Additional information noted that the connecting products used in the event were the "lumacina sodium chloride 0.9% (90mg in 10ml) inj bp current batch 240931 / expires dec 26 and the bd posiflush sp syringe 10ml current ref 306575 / lot 4241901". The returned sample was subjected to functional testing by connecting to a 50ml bd plastipak syringe and attempting to flush, slow flow was observed confirming the customer's experience. However, during testing with a three-way tap from bd stock, fluid was able to pass through the maxzero unimpeded. The details of this feedback were forwarded to the manufacturing site and the supplier of the maxzero piston for investigation. They performed an in-depth investigation in order to determine a potential root cause for the customer's experience; the investigation included analysis of the piston of the affected component as well as of the maxzero housing, in both instances it was identified that the components were within specification. However, in order to confirm the cause of the customer's experience of slow flow, further investigation will be performed by the manufacturing plant in order to reduce such instances during future production. A review of the production records for lot 24095016 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter: couldn't flush through the connector. Additional information received from the customer: please confirm if any physical damage or deformity was observed to the maxzero component? No damage or deformity observed. Please confirm the method of administration via the maxzero when the occlusion occurred (i.e., manual syringe, gravity flow, or via an infusion pump)? 10ml luer lock syringe, filled with n/saline connected to nad ¿ unable to flush through. Please confirm what fluid was being administered at the time of the event? N/saline please note that in most instances of flow restriction, the typical cause is the interaction between the component and the product used to access it; therefore, please provide details of the product used to access the maxzero, including, type of product, brand/manufacturer, model and lot): the n/saline 10ml amps we use are lumacina sodium chloride 0.9% (90mg in 10ml) inj bp current batch 240931 / expires dec 26 and the bd posiflush sp syringe 10ml current ref 306575 / lot 4241901 ¿ I can¿t confirm these were the batch/lot numbers used when the defect was reported.